Manufacturer narrative:
Section a: patient information corrected, section b2: outcomes corrected, section d4: model and catalog numbers corrected . Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The IFU lists adverse events, including right heart failure, stroke, bleeding, neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This document also lists neurologic dysfunction as a potential late postimplant complication. The IFU outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had right heart failure presenting with central venous pressure (cvp) >18 millimeters of mercury (mmhg) and peripheral edema. The causal relationship with the device was not related as it was originally due to right heart failure. The patient had an intracranial bleed in the right hemisphere on (B)(6) 2024 . The patient had a seizure and received a computed tomography (CT) scan. They had been on warfarin (coumadin) and aspirin at the time of the event. The patient received anti-seizure drug treatment. The cause of neurological event was determined to be complexities of medical management. The causal relationship with the device was considered low but could not be denied, and it was reported that the event did not occur during impella implantation.